Event description:
It was reported that, patient had external fixation device for right foot. The device was suppose to elongate her bone but her bone did not grow. It is alleged that the fixation device was put on incorrectly. As a result, patient required additional surgery to have the fixation device corrected.

Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device will not be returned.